Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. On (B)(6) 2019 non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility, bleeding and inflammation. No further patient complications were reported.